Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a cartridge did not fit onto the pump. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A system check was performed, and it was found that the customer was loading the cartridge with cold insulin. Tandem technical support educated the customer on insulin labeling. Elevated bg was addressed with a supply change. Reportedly the customer continued to use pump for insulin therapy.